Manufacturer narrative:
(B)(4).

Event description:
Complainant expressed concern that the biopsy device did not have sufficient power to drive the cutting cannula over the needle when retrieving samples from a dense breast as there was a partial advance. Device works fine during pretest and only has problems in dense tissue. Physician plans to take this pt to surgery because he is not confident in the diagnostic value of the tissue he rec'd.